Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, nim vital system was set up for a case in the usual fashion, away from cautery, impedances were all good. During the case the nim started to display "lead off detected" and became very noisy picking up a lot of electrical interference. It was intermittent throughout the case, but not limited to cautery use. User were using their routine setup with one esu. Electrodes repositioned to check connectivity multiple times. Needles were also changed. Muting filter was on and muting probe was used. There was no patient impact. Post event, rep did a hard reboot of the pi and restarted the computer. The issue was resolved.